Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: loose patient cable rubber encasing. The reported event of multiple cracks on the top and bottom housing of the mpu was confirmed. During the evaluation of the returned mpu, serial (B)(4), the top cover had a crack near the handle and the bottom cover had cracks near the power inlet. The patient cable rubber encasing was coming loose around both connectors. The system powered up as intended and passed all tests. The device was scrapped due to excessive damage. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook ¿safety checklists¿ and heartmate 3 instructions for use (IFU) ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use- ¿equipment storage and care¿ and heartmate 3 patient handbook- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple cracks were found on the bottom/top housing and handle of the mobile power unit. It was noted that the serial number was slightly damaged and unable to be transferred to new housing.